Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the luer lock connection was unable to stay connected, "the connector would twist out counter clockwise and separate" when in use on a patient. The event occurred in pacu. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the connector would twist out and disconnect was not confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing resulted in no signs of disconnecting at any port. The set's male and female luer ports were measured and found to be within iso standards. The root cause of the customer¿s report could not be determined because the issue could not be replicated.